Manufacturer narrative:
An event of difficult to fold, unfold or collapse (deformation during implant) did not confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally, a photo was received from the field and it appears to show the device deformity. However, it could not be confirmed as there was no device deformity during the returned device analysis. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer cribriform occluder was selected for implant. During the implant procedure, it was noted that after deploying the left disk that it deformed into a calyx. After retracting the sheath into the right atrium, the right disk was deployed and appeared twisted without making contact with the septum. The device was removed and replaced with 30-25mm amplatzer talisman pfo occluder to resolve the event. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is stable.